Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that knee arthroplasty was completed without complication, however, upon review of post-operative x-rays, it was identified that there was perforation of the tibia. The surgeon will monitor the patient for three (3) months as the bone heals, however, no medical intervention is planned at this time. Attempts have been made, however, no additional information is available at this time.

Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.